Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set plastic component broke off from the patient's skin and the infusion set cannula remained under the patient's skin. It was noted that the "little button" came out. The incident occurred midway during a procedure to remove the infusion set. A nurse was able to remove the cannula using a pair of forceps. The patient was being administered octreotide during the procedure. No permanent injury was reported. See MFR: 3012307300-2017-00203.